Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 28 synergy¿ drug-eluting stent, the stent was found to be stretched when the stent protector was removed. The stent protector was removed by holding the distal tip of the protector without touching the mounted stent. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 28 synergy¿ drug-eluting stent, the stent was found to be stretched when the stent protector was removed. The stent protector was removed by holding the distal tip of the protector without touching the mounted stent. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.